Manufacturer narrative:
Correction information: b4: date of this report. D2: product code. G6: follow-up #: 1. H2: if follow-up, what type? H6: adverse event problem. H11: additional manufacturer narrative. Evaluation summary: event that occurred is dark image. Based on the investigation, a potential root cause of this failure is blood got on the cover glass of the fiber bundle at the tip, and the heat of the light caused the blood to clot. Residue (clotted blood) on the cover glass can cause the heat energy of the light to build up, resulting in a hot tip and possible irritation. Additionally, the switch lever on pentax medical's water bottle was improperly positioned, preventing the user from supplying water to clean the objective lens. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. As a result of the trend analysis, the <impossible / difficult to operate> category exceeded the upper control limit. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2024-00164_eg29-i20c_(B)(6)_dark image during case_(B)(4), 9610877-2024-00165_eg29-i20c_(B)(6)_dark image during case_(B)(4), 9610877-2024-00166_eg29-i20c_unknown_dark image during case_(B)(4), 9610877-2024-00167_eg29-i20c_unknown_dark image during case_(B)(4), 9610877-2024-00172_eg29-i20c_(B)(6)_dark image during case_(B)(4).

Event description:
Patient involved - no known adverse event. Per the initial report, I was doing a bedside bleeding case on a cardiac patient on 2 processors and the scope turned dark mid-case. There was a lot of clotted blood in the stomach, but flushing the scope using water or cleaning the lens did not help. We changed scopes and the same thing happened with the new scope as soon as I retroflexed into the stomach. Again, we took the scope out, this time manually cleaned the lens with the pentax rep present. It cleared the lens, but happened again once I went back to treat the bleed. The case ended up being over an hour instead of 30-40 mins. User told me that he had a similar issue. The fellows said they had been seeing this happen at guh while scoping bleeders. I'm trying to get a sense if it is the travel cart or does it have anything to do with the scopes in general. Either way it's not ideal since most of our cases are bleeders. Complaint notification form was provided as gfe response on 13-nov-2024, which included the following information: patient seen for evaluation of hematemesis. On introduction of the scope, there was a large volume of clotted blood in the gastric fundus. Area of bleeding was noted behind the gastrostomy bumper. In preparation for injection with epinephrine the scope was retroflexed to improve positioning, the view immediately became dark. Flushing the lens with sterile water and similar flushes through the working channel did not improve visualization. The scope withdrawn from the patient. The procedure was delayed while a replacement upper endoscope was obtained. However, upon reintroduction of a new scope, the visualization again became dark/dim when the gastric fundus blood was encountered on retroflexion. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical america performed a good faith effort to gather additional information regarding this event and responded an email on 31-oct-2024. Pentax sales representative reported that the switch lever on the water supply bottle of pentax medical was improperly positioned, which prevented water supply to clean the objective lens. All concerned personnel were re-educated, and no similar incidents have occurred since then. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 05-jun-2024 under normal conditions. The endoscope was reworked for scope connection failure including c-part reassembly and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 17-jun-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2024-00164_eg29-i20c_a0038ab125_dark image during case 9610877-2024-00165_eg29-i20c_a0038ab121_dark image during case 9610877-2024-00166_eg29-i20c_unknown_dark image during case 9610877-2024-00167_eg29-i20c_unknown_dark image during case 9610877-2024-00172_eg29-i20c_a0038ab022_dark image during case